Event description:
Customer reported to fhc/(B)(4) procedural support specialist, an incident where two electrodes from the same sterile package were of different length when they should have been the same. A member of the operating room staff noticed when she opened the product that the electrodes were different lengths; one was about 50mm longer with a diameter about 1/10th larger than the label indicated. Electrodes were put aside and another package was used. There was no pt impact as a result of this incident.

Manufacturer narrative:
Add'l lot #: 553781. The product labeling was returned for eval. The longer electrode was an incorrect electrode type and was 52mm longer than the correct electrode. This error should have been noted during final product inspection and packaging. Due to the potential for pt injury from this error, the product lots have been recalled and were inspected by fhc sales personnel at the distributed locations to ensure the electrodes in the packages were the correct length. No add'l abnormalities were found. Fhc considers this an isolated incident.